Event description:
New information noted that the noise was noted on (B)(6) 2019 during in clinic visit. The intermittent noise was from (B)(6) 2019 to (B)(6) 2019. No changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that lead noise was noted on electrograms. The noise was not reproducible in clinic.